Event description:
(B)(4). According to the information received, an end user reported that a catheter does not drain. The end user stated that the lumen was plugged.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.